Event description:
Drug/diluent: not provided. Fill volume: not provided. Flow rate: not provided. Procedure: not applicable. Cathplace: not applicable. It was reported that the button was pushed in on the on-demand hand held. No pt contact.

Manufacturer narrative:
Method: the returned pump was received with the bolus button in the depressed position. No components were missing. Results: slight pressure was applied to the back of the red pca key and the button returned to normal position. Conclusions: the complaint of the "pca received with the button depressed" was confirmed. Root cause is unk and it is possible that it was a mfg error. This dose is not impact functionality and is not considered a product defect. At this time this product is under recall.